Event description:
It was reported that this emblem s-ICD was suspected of exhibiting premature battery depletion behavior. It is intended that surgical intervention will be performed to explant and replace this device. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this emblem s-ICD was suspected of exhibiting premature battery depletion behavior. It is intended that surgical intervention will be performed to explant and replace this device. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this emblem s-ICD was suspected of exhibiting premature battery depletion behavior. It is intended that surgical intervention will be performed to explant and replace this device. Additional information: surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return.